Event description:
Customer reported device=60mg/dl. Paramedics were called. Paramedics device reading-38mg/dl. Paramedics treated customer with glucose tablets and IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.